Manufacturer narrative:
The date of the patient¿s death was not provided. It is estimated between (B)(6) 2017. (B)(4). Approximate age of device ¿ 55 days. The pump was not returned for evaluation as it was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported on (B)(6) 2017, that lvad system produced elevated pump power readings. On (B)(6) 2017, additional information was provided by the biomedical engineer reported that it was unknown if any medical treatment was provided for the elevated readings. The vad coordinator reported that the patient expired due to a stroke. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. The report of power elevations were confirmed through the evaluation of the submitted system controller log file; however, a cause for these power elevations and a correlation between the device and the reported stroke could not be conclusively determined. The instructions for use lists stroke as a potential adverse event associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.